Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier clips do not align and close properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue occurred while attempting to clamp on a vessel/tissue bundle. The instrument jaws remained static when the surgeon commanded movement. The customer used a different clip applier to continue the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument associated with this complaint and completed investigations. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage.